Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit did not respond during electrocution and coagulation. The surgeon promptly replaced with another unit. It was determined that the lead wire was faulty and they stopped using the unit. The lead wire was broken, which led to the abnormal operation of the generator. They did not stop the bleeding in time and there was a delay in treatment.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the unit did not respond during electrocution and coagulation. The surgeon promptly replaced with another unit. It was determined that the lead wire was faulty and they stopped using the unit. The lead wire was broken, which led to the abnormal operation of the generator. The patient was not injured. The equipment department reported that it was a problem with the electrosurgical cord. The operation was normal after replacing the consumables.